Event description:
Spike broke off when removed from y-site, contrary to directions for use. The user also stated that the broken tip "could not be forced down the intravenous line" so they did not think it presented a risk to the pt and no harm was reported. No sample available for investigation.